Manufacturer narrative:
H10: a philips service engineer (se) reported that the phenomenon was not duplicated despite performing a test run. It was noted that the event log revealed that an "alarm message: oxygen not available (diagnostic code 1208)" had been recorded. The se then noted the device was checked but no anomaly was found.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 1208 error code (oxygen not available). The device was in clinical use when the issue occurred. There was no medical intervention and/or delay in therapy reported. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
E1; reporting address state:(B)(6); reporting address postal: (B)(6); reporting institution phone number: (B)(6); reporter phone number: (B)(6).